Event description:
During the connection of the central kit, joint detachment occurred between the white blades and the flexible tube. This resulted in liquid leaking on the packaging. There was also blood leak and physician conducted a monitoring of the patient's temperature. An emergency repair kit was used from the hospital and 48 h antibiotics.

Manufacturer narrative:
(B) (4). Approximately 14cm of the proximal end of the complaint device was returned to our facility in an opened and used manner. A visual examination found the hub was loosened from the catheter and the glue has been broken. Although, at this time, we are unable to determine the root cause for this reported difficulty, we have notified the appropriate personnel and will continue to monitor this device. We were able to confirm the validity of this report. We will continue to monitor for similar complaints.